Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # us157848, cup, lot # 605110; item #103204, stem, lot #880720; item #157442, femoral head, lot #206990. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-02288, 0001825034-2018-02290, 0001825034-2018-02291

Event description:
It was reported that a patient underwent a revision surgery approximately 7.5 years post implantation due to pain and trunnionosis.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately 7.5 years post implantation due to pain; extensive fretting corrosion of the trunnion was noted. No additional information is available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02291 - 3, 0001825034 - 2018 - 02288 - 3.

Event description:
No additional patient consequences were reported.

Event description:
It was reported that a patient underwent a revision surgery approximately 7.5 years post implantation due to pain, elevated ion levels, metallosis, osteolysis of the acetabulum, and corrosion. Op notes indicated fluid filled cyst that extended down to the joint space. Lightly stained metallic debris noted and excised with debridement of granulomatous appearing tissue and metal staining throughout the joint. It was also noted that the patient had extensive fretting corrosion of the trunnion of the femoral component. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information.